Manufacturer narrative:
Insulin pump intermittent button response on act button due to corroded key pad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, missing end cap sticker and cracked case at display window corner.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Alarm occurred during normal use. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.